Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement", which was signed by the facility. In this case the incident happened during transportation of the ventilator to the mr scanner, before the patient arrived. The ventilator was investigated on site and the o2 gas module, the air gas module and the monitor printed circuit board (pcb) were replaced and returned for further investigation. Previous investigations of similar complaints have shown that the ventilator can be attracted to the mr scanner if the wheels are not locked, or if the ventilator is placed inside the safety line. Our conclusion is that the incident was most likely caused by the user not following the requirements for use of the ventilator in mr environment. There is a risk of patient injury when the ventilator is attracted to the mr scanner. Instruction for use of servo-I in mr environment according to mr declaration, article number 6671670 must be followed for safe use. Simulated use test of the received o2 gas module, air gas module and monitor pcb have not reproduced the described customer issue. The review of the received device logs confirms the reported issue. Since we could trace back the reported problem to (B)(6) the date of event was determined to be (B)(6) 2021.

Event description:
It was reported that the ventilator was attracted by an MRI machine during movement. There was no patient involvement. Manufacturer ref.#: (B)(4).